Manufacturer narrative:
D4 primary UDI number has been updated to (B)(4). On (B)(6) 2024, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 16-nov-2024, the product investigation was completed based on receipt of the physical complaint device and photographs of it. It was reported that a patient underwent an atrial fibrillation ablation procedure with a qdot micro catheter and after taking the catheter out of the patient a small brown ring close to electrode 2 was visible, which the medical team considered may have been charring. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. Visual inspection, microscopic examination, irrigation, temperature, and impedance test of the returned device were performed following j&j procedures. According to pictures provided by the customer, char / thrombus residues was observed between the dome and the first electrode; however, during the visual analysis in the lab, no char / thrombus residues were identified. Then a microscopic examination was performed and the irrigation holes were clean, no foreign material were identified. A temperature and impedance test was performed, and no issues were observed. Finally, an irrigation test was performed, and the device was flushing correctly, no obstructed holes were observed. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device number lot 31355469l and no internal actions related to the complaint was found during the review. The char / thrombus issues reported by the customer were confirmed based on the picture provided by the customer. The potential cause of the issue cannot be established. In the other hand, the impedance, and steam pop issues reported by the customer were not confirmed. Other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instruction for use (IFU) contains the following warnings and precautions: monitor the catheter tip temperature response throughout the procedure to ensure adequate irrigation. If temperature increases very rapidly during rf (radiofrequency) application, power delivery should be interrupted. The irrigation system must be rechecked prior to restarting rf application. Note: the displayed temperature represents the temperature of the electrode only, not the temperature of the tissue. When rf energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip should be inspected for char/coagulum that may be present on the tip. If present, do not continue the procedure with the same catheter and replace the catheter. If no char/coagulum is present, flush the tip to ensure the irrigation holes are not plugged prior to reinsertion of the catheter inside the patient body. As part of johnson & johnson medtech's quality, all devices are manufactured, inspected, and released to approved specifications. An escalation investigation was addressed to investigate the event reported by the customer. This product issue will be addressed through j&j's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
D4: UDI: the manufacturing date and expiration date are currently not available. Therefore, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a qdot micro catheter and after taking the catheter out of the patient a small brown ring close to electrode 2 was visible, which the medical team considered may have been charring. During the procedure, the physician reported 3 times steam-pops at different locations in the left atrium. The used settings at the generator were qmode (50w/ai 350-450) and qmode+ (90w/4sec). Impedance values was about 120 ohms shortly before the steam pops happened a small increase of impedance was detectable force values were +/- 15g. At one site an increased value up to 42g regarding respiration movement was detected with two of the steam pops with qmode+. One steam pop with cut off temp q+: 60 c occurred. There were no error messages on any bwi equipment. The catheter was removed and the brown ring near electrode 2 was noted. The physician did not consider the char amount to be excessive "but conspicuous". Physician said that the coagulum could be a cause for stroke. However, there were no patient consequences reported.